Event description:
It was reported when using the bd pyxis medstation es system showed that the drawer was open after closing the drawer. The customer added that this malfunction caused a delay in retrieving medication to patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the magnet had fallen out of place. The field service engineer reinserted magnet to resolve. The system functioned as intended after the field service engineer troubleshooted the device.